Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported that multiple efforts to prime the device were unsuccessful. The consoles were switched, and purge cassettes changed without change. The decision was made to remove the pump and replace it with a new impella device. The procedural outcome was the patient survived.

Manufacturer narrative:
The real time event logs did not indicate any priming issues and no high purge pressure or purge system failure alarms were found in the logs. A visual inspection of the pump revealed dried dextrose on the impeller around the purge gap which indicates that purge fluid had been exiting the purge gap in the field. The pump was attached to a purge cassette and a console and an attempt to prime the pump was made. The first attempt was unsuccessful and high purge pressure alarms and purge system failure alarms occurred. The pump was detached from the purge cassette and a few minutes later purge fluid that was remaining in the purge line began to exit the purge gap. The pump was re-attached to the purge cassette and the console and priming of the pump was successful. Due to the dried dextrose around the purge gap and successful priming of the pump during the investigation, the cause of the priming issue was most likely use related. This report is being filed as part of a retrospective review of historical records.